Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Device was returned with no paperwork. Device issue was found through product analysis. Destructive analysis of the implantable neurostimulator (ins) identified that the wire bonds were lifted. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. The ins output was tested at the cut end of the returned extension and no output was observed on all electrode pairs. Device code (B)(4) does not apply, as analysis found a device problem; however, no device issue was reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A neurostimulator was received with no device allegations or adverse events reported.